Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional h2 additional information

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on 08/10/2024. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl. The patient did not have a bg meter to use for comparison. The patient was asymptomatic. The patient self-treated with a chocolate bar and orange juice. At an unspecified time later, the patient¿s cgm was ¿going high¿ (no specific value reported). The patient self-treated with 10 units of insulin via his omnipod insulin pump. The patient reported that ¿it did not work¿ as he then began vomiting. The patient¿s girlfriend took him to the emergency room (ER). At the ER, the patient¿s bg meter readings ranged from 280-300 mg/dl. No cgm comparison values were reported. The patient was treated with insulin injections. The patient was discharged home 3 days later, on (B)(6) 2024. The patient was ¿recovering¿ at the time of report. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. No additional patient or event information is available.